Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was able to duplicate the reported issue. After replacing the rear case, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the battery pins of their device were pushed in and the battery could not be inserted. As a result, defibrillation would not be available, if needed. There were no reports of patient use associated with the reported event.